Event description:
This case was reported by a lawyer via a tolling agreement, and described the occurrence of an unspecified injury in a male patient who used poligrip (formulation unknown) as a denture adhesive. A physician or other health care professional has not verified this report. On an unknown date, the patient started poligrip. At an unknown time after starting poligrip, the patient experienced an unspecified injury. At the time of reporting, the outcome of the event was unknown. Follow up information was received via medical records on (B)(6) 2009. On (B)(6) 2009, the (B)(6) patient experienced a high zinc level and a low copper level. At the time of this report, the outcome of the events was unknown. Follow up information was received on (B)(6) 2010 via medical records. On (B)(6) 2005, the patient was evaluated for numbness and pain in both legs that started one year ago. He also experienced hand pain. He was diagnosed with leg weakness and peripheral neuropathy. He complained of pain in legs, feet and hands and found it hard to walk in (B)(6) 2005. Electromyography testing on (B)(6) 2007 was "abnormal and indicative of a distal symmetrical peripheral polyneuropathy of several disabilities, including toxic-metabolic nutritional etiologies." On (B)(6) 2009, lab tests showed decreased copper level of 32 and elevated zinc level of 160. Follow up information was received on (B)(6) 2010 via medical records. On (B)(6) 2007, an electromyography report was indicative of a distal symmetrical peripheral polyneuropathy of several disabilities, including toxic-metabolic nutritional etiologies.

Manufacturer narrative:
Super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product was available. (B)(4).